Event description:
The "pt had an episode of ventricular fibrillation following an incision made with the electrosurgical unit. The pt was given epinephrine IV, CPR + defibrillated. The v-fib resolved and the pt returned to normal sinus rhythm. The procedure was aborted and the pt was extubated and transferred to sicu." The unit was tested in 7/2004 by the facility and passed all safety and performance tests. The facility does not desire to send the unit back to valleylab for eval.